Event description:
During the end of filling the liberator 45 tf, while disengaging transfer hose the male quick disconnect valve broke shooting liquid oxygen into the air. Tech was wearing proper protection equipment and no one was hurt or injured.